Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead had low sensing value. An unsuccessful repositioning of the lead was attempted. Due to helix problems and positioning issues the lead was removed and replaced. No patient complications have been reported as a result of this event.